Event description:
It was reported that the drive support cap was protruding. It was stated that the customer pressed on the cap, and it was put back into place. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.